Event description:
It was reported that during a training and shift check, two autopulse platforms (sn: (B)(4)) displayed the same error codes (2, 08 and a few others) and would not start compressions. After some investigating, customer found that the issue may be due to the two autopulse nimh batteries (sn: (B)(4)) that came with the older platform (autopulse platform sn: (B)(4)). Customer received the older platform and two batteries from another unit in the (B)(6) as a transfer of equipment. The other unit had been using these devices for training where they experienced issues with the platform not starting compressions, displaying error codes and low battery symbols and experiencing short run times. Upon return of these devices to the customer, the same issues were noted when the two batteries were placed in either of the customer's autopulse platforms. These batteries were manufactured in june 2006 and both were unable to complete testing upon return. Customer was able to run the two platforms for 20 minutes using batteries from the newer platform (sn (B)(4)) with no error codes or issues. The only errors that occurred was when either of the platforms were powered on by the old autopulse nimh batteries. The errors, codes and platform stoppage were exactly the same for both platforms. Customer spoke to several (B)(6) members who were unaware that the batteries needed to be tested regularly. In addition, a test was not completed until the devices came back from the other unit. Customer indicated that the batteries were defective when the devices were sent to the other unit and that the issue became apparent when they used the devices during training. There were no issues charging these batteries when they were initially received. Customer follows a 4 battery rotation. When actively not using the batteries, one is in the platform, one is a spare and two are in the cadex charger. After one test cycle, a green led was lit on both of the older batteries. However, after the second test cycle, both batteries had a red blinking led and was unable to charge in the charger. No patient involvement was reported.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed. Please see the following related MFR reports: 3003793491-2013-00922 for autopulse resuscitation system model 100 with sn (B)(4). 3003793491-2013-00923 for autopulse nimh battery with sn (B)(4). 3003793491-2013-00925 for autopulse resuscitation system model 100 with sn (B)(4).